Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. As a precautionary measure the therapy pcb assembly was replaced. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device. The data indicates that the shock button was pressed at approximately 14:07:43 (device time) and the device locked up. The device power reset approximately 24 seconds later at approximately 14:08:07 (device time). A 200 joule synchronized shock was administered approximately 23 seconds later, at 14:08:30. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver a synchronized shock to a patient, then their device froze and shut off by itself. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Event description:
The customer contacted physio-control to report that their device failed to deliver a synchronized shock to a patient, then their device froze and shut off by itself. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Manufacturer narrative:
After further investigation, physio-control has determined that the cause of the reported issue was due to the therapy pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver a synchronized shock to a patient, then their device froze and shut off by itself. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.